Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the trocar housing broke in the patient. It was unknown what part of the housing broke or if any pieces fell into the patient. It was unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Please confirm if it is the seal (gasket) from the housing that fell into the patient? No the cannula broke and fell into patient. Was the component retrieved from the patient? Yes with no issues. Will the component be returned with the rest of the trocar for analysis? If not, was the component disposed of? Yes, already shipped back for analysis. Also, nurse does not remember who doc was, but thinks it was a lap chole a 35lda device was returned for analysis; upon visual inspection it was observed that the obturator was received inserted through the housing and also, it was noted to be bent. In addition, two broken sleeves were returned along with the housing; one broken sleeve was still attached to the housing (all broken parts were returned). The broken parts were inspected and this damage may have been caused by the use of excessive forces. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.